Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. On 11/11/2017: upon follow-up, the customer reported the bg level had decreased. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 524 mg/dl and a bolus was delivered to address the bg level. The customer thought that he did not correct properly for the food bolus and was the cause of the high bg. A pump system check was performed and no device issues were identified.